Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
During outpatient imaging for pet/CT scan utilizing nuclear med gemini gxl 16 slice machine, a patient was injected with 14.89 mci of fdg (fluorodeoxyglucose). When the scan was attempted, the system "hung up" due to the software application and the bed portion of the scanner would not move. The procedure was cancelled and the patient was rescheduled. Later that day, philips was called and was able to connect remotely and "re-initialized vme rack, completed function testing" and the facility was able to complete tests for the remainder of the day. The same patient returned 1 week later to complete the original test and the same exact issue happened again after they were injected with 16 mci of fluorine 18 fdg. Philips then requested that the staff run qc checks and emulation prior to injecting patients to ascertain if the machine will perform as expected. Philips has a technician on site this week to troubleshoot any further issues.